Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The investigation was unable to determine the cause for the reported device deformity. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a 30mm amplatzer pfo occluder was selected for an implant. During the procedure, the device took a 'bulbous shape ' during device deployment in the left atrium. The physician decided to change device and device size as well with a 35mm cribriform occluder. No interaction with cardiac structures during deployment and no angulation or kink noticed in the delivery system. The patient is fine.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.